Event description:
I believe I am the victim of a scam by a (B)(6) hospital physician named dr. (B)(6), a gastroenterologist by using an unauthorized form of testing, specifically, a supposed pcr covid19 swab that was wet, cold and contained a chemical similar to alcohol which caused a burning sensation in my right upper nostril. The nurse did not swab my left nostril. The purpose of this scam was to falsely claim, I have contacted covid19 and prevent me from completing a much needed colonoscopy scheduled for (B)(6) 2020. The odd thing to about this scheduled colonoscopy is that the doctor never scheduled a consultation, which is a standard procedure. So I am concluding that he never intended to perform the colonoscopy. This is the third gastroenterologist I have had serious problems with this year. I am (B)(6) says I qualify for the colon procedure. The nurse that performed the test appeared to be of (B)(6) origin. When I spoke to the head nurse whose name is (B)(6), she refused to give me the name of the nurse that swabbed me. Before this experience, I was also harassed by the admitting clerk, ID no. (B)(6) who insisted four times that I agree to release my medical records and my personal information to the facility directory. I agreed to the medical records, but I believe that I will request this to be changed. As far as the release of my pi to the facility directory, I did not agree. When I made that decision, the clerk decided to deny me my right to a copy of the forms I signed. I was able to get a copy of the form only after I requested to speak to the director of the hospital. I was never given the contact information for the director. My first encounter with the clerk at about 2:45 pm was very uncomfortable and I felt endangered of my pi being released to someone I knew who happened to be a member of the (B)(6) staff, last name (B)(6). I greeted him when I noticed he was seated in the lobby. He had to have overheard me requesting to be screened for covid19. I also noticed that he was in the hospital before me so I was confused that he turned up seated right next to me when the clerk called me to share my pi. So I left, excusing myself to the restroom. When I returned, the adjacent clerk had finished with him. After the clerk released me, I was called about 10 minutes later to see the nurse for the testing. I was seated in the area assigned for about five minutes when I noticed that the employee (B)(6) came out of the covid19 testing area. There are only two rooms assigned for covid19 testing. I thought how strange because of the time factor. Now the person knew I was definitely there for testing and which nurse was giving the test. My last encounter with him was as I was exiting the room and requesting how to get the results of the test. The nurse loudly asked everyone, how does she get the results of the test? Another nurse loudly answered, give her information on (B)(6) app; now the person knew I would be seeking information on this app. The person sat in the waiting room using his computer and I assumed he was using it for work, but is it possible with all of this action of ignoring the hippa law regarding my pi that he may have something to do with the unethical behavior of the other staff? The outcome of me searching for my test results on the (B)(6) app is that the app continued to scroll. I was not able to get my test results. Again, I believe that the actions of all involved is a scam and I hope no one else has to go through this. Regardless of the bogus covid19 test results, I do not have any intentions of allowing dr (B)(6) to perform any kind of treatment regarding my health. This is not my first encounter with unethical behaviors from (B)(6) staff. I am reporting this issue because I believe it is highly unethical and has endangered my health and denied me of quality healthcare. (B)(6). FDA safety report ID# (B)(4).